Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information requesting preventative maintenance on a trilogy evo. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices 3 way solenoid valve and proportional valve are defective therefore it is recommended that the device's 3 way solenoid valve and proportional valve need to be replaced to address the issue. No errors were found in the error log. Additionally, during the service of the device, the in-line filter prox and machine flow sensor are contaminated and needs to be replaced unrelated to the reportable malfunction/issue. Due to the 4 year preventive maintenance procedure, the muffler assembly, air foam inlet filter and particulate filter will need be replaced. The device evaluation is ongoing. If any additional information is received, a follow-up report will be filed. Additional information: a trilogy evo ventilator was returned to the manufacturer for preventative maintenance. During the routine maintenance and evaluation of the trilogy ventilator the technician noted the 3 way solenoid valve and proportional valve are defective, however the device passed all testing. Preventative maintenance was completed, and the device passes all final testing. There were no reportable error codes, test steps or allegation of therapy affected. No death. No serious harm or injury was reported. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. Correction: the evaluation and repairs of the device has not yet been completed, due to the service center is awaiting the trilogy evo muffler assembly for repairs as a part of the preventive maintenance procedure.

Event description:
The manufacturer received information requesting preventative maintenance on a trilogy evo. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices 3 way solenoid valve and proportional valve are defective therefore it is recommended that the device's 3 way solenoid valve and proportional valve need to be replaced to address the issue. No errors were found in the error log. Additionally, during the service of the device, the in-line filter prox and machine flow sensor are contaminated and needs to be replaced unrelated to the reportable malfunction/issue. Due to the 4 year preventive maintenance procedure, the muffler assembly, air foam inlet filter and particulate filter will need be replaced. The device evaluation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information requesting preventative maintenance on a trilogy evo. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices 3 way solenoid valve and proportional valve are defective therefore it is recommended that the device's 3 way solenoid valve and proportional valve need to be replaced to address the issue. No errors were found in the error log. Additionally, during the service of the device, the in-line filter prox and machine flow sensor are contaminated and needs to be replaced unrelated to the reportable malfunction/issue. Due to the 4 year preventive maintenance procedure, the muffler assembly, air foam inlet filter and particulate filter will need be replaced. The device evaluation is ongoing. If any additional information is received, a follow-up report will be filed. Correction: a trilogy evo ventilator was returned to the manufacturer for preventative maintenance. During the routine maintenance and evaluation of the trilogy ventilator the technician noted the 3 way solenoid valve and proportional valve are defective, however the device passed all testing. Preventative maintenance was completed, and the device passes all final testing. There were no reportable error codes, test steps or allegation of therapy affected. No death. No serious harm or injury was reported. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information requesting preventative maintenance on a trilogy evo. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices 3 way solenoid valve and proportional valve are defective therefore it is recommended that the device's 3 way solenoid valve and proportional valve need to be replaced to address the issue. No errors were found in the error log. Additionally, during the service of the device, the in-line filter prox and machine flow sensor are contaminated and needs to be replaced unrelated to the reportable malfunction/issue. Due to the 4 year preventive maintenance procedure, the muffler assembly, air foam inlet filter and particulate filter will need be replaced. The device evaluation is ongoing. If any additional information is received, a follow-up report will be filed. Additional information: a trilogy evo ventilator was returned to the manufacturer for preventative maintenance. During the routine maintenance and evaluation of the trilogy ventilator, the technician noted that the 3 way solenoid valve and proportional valve are defective; however, the device passed all testing. Preventative maintenance was completed, and the device passes all final testing. There were no reportable error codes, test steps or allegation of therapy affected. No death. No serious harm or injury was reported. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. Correction: the evaluation and repairs of the device has not yet been completed, due to the service center is awaiting the trilogy evo muffler assembly for repairs as a part of the preventive maintenance procedure. New information - the evaluation was completed, and the device passed all test. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.